Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. A system check was performed. The pump and infusion tubing were found to be functioning as intended. The cannula was removed and no damage was found. The customer changed out all of the supplies on the pump. The customer's blood glucose (bg) level was 160 mg/dl and a correction bolus was delivered to address the bg level.